Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the inspection, the cs100 intra-aortic balloon pump (iabp) had a automatic inflation failure and after inspection, the inflation valve group and the 5000-hour maintenance kit needed to be replaced there was no patient involved and no harm or injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 e1- event site address- (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, customer reported an automatic inflation malfunction with the iabp. The 5000-hour maintenance kit and inflation valve assembly were replaced. The device passed all factory-specified performance and safety tests. The device has been delivered to the customer and is ready for clinical use.

Event description:
N/a.